Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode and was not available in remote support service (rss). A field service engineer (fse) identified that an alternate network port (previously in use by another device) allowed the station to recognize the network connection and communicate successfully, confirming no issue with the station itself. The problem was isolated to the original network port, and the issue was referred to the hospital information technology (it)/network team for resolution. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, device displayed disconnected mode. The customer requested to check the duplex speed was 100 and make sure firewall was down. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.